Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received at baxter for eval. The system error 322 was able to be reproduced during eval. Eval was unable to determine the cause. Eval of known contributors to system error 322, has led to the determination that the upper and lower aux were the failing components and were replaced.